Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.    Reported events: 2 events were reported for this quarter.   Product return status: 2 devices were available for evaluation but have not yet been received.   Additional information : 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes malfunction events in which the device was reportedly leaking. 1 event had no known patient involvement or patient impact. 1 event had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was reportedly leaking. 1 event had no known patient involvement or patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 2 total events were initially reported.   Product return status 1 device was received. 1 device was not available for evaluation.   Event confirmation status 1 reported event was confirmed; the cause traced to component failure. Evaluation results 1 device was found to be affected by separation of hose from footswitch.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data. 2 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 1 device was received. 1 device was not available for evaluation.   Event confirmation status 1 device evaluation is still in progress.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was reportedly leaking. 1 event had no known patient involvement or patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 2 events were originally reported for this failure mode during the reporting quarter. Product return status: 2 devices were received.   Event confirmation status: 2 reported events were confirmed. Evaluation results: 1 device was found to be affected by the hose separating from the footswitch. 1 device was found to be affected by worn vanes.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was reportedly leaking. 1 event had patient involvement; no patient impact. 1 event had no known impact or consequences to patient.